Manufacturer narrative:
(B)(4). The stent remains in the vessel. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of pain is a known potential patient effect as listed in the supera instructions for use. A cine was received and reviewed by an abbott clinical specialist who concluded the following: in my opinion, and without additional case information as it relates to the interventions, it is highly probable that the principal issue that preceded the migration of the supera stent was directly related to the patient vasculature and was not influenced by the device construction or the skill level of the physician. The investigation was unable to determine a conclusive cause for the reported stent migration, stretching or pain. The foreign body in patient and hospitalization are due to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a long occluded right femoral artery from the origin of the superficial femoral artery (sfa) to the popliteal area. Using contralateral access the vessel was pre-dilatated with a 4 x 150 mm balloon and the supera stent was implanted along with a non-abbott stent. Post-dilatation was completed, results good and the patient was discharged. On (B)(6) 2016, the patient presented with critical ischemia in the left femoral where the previous access was done. A femorofemoral bypass was performed from the right to the left femoral. Due to the radiation the patient had been receiving, the vessel wall was in poor condition. At some point, the patient reported leg pain in the leg treated with the supera stent. A vessel scan revealed that the supera stent had migrated to the popliteal and was elongated. No treatment was reported. The non-abbott stent was patent; however, during the hospitalization the femorofemoral bypass was noted to be infected which was treated with antibiotics and the non-abbott stent was thrombosed. No treatment was reported. There was no additional information provided.